Event description:
The customer observed elevated advia centaur xp troponin ultra (tni ultra) results from two patient samples that did not repeat upon additional testing. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp troponin ultra results.

Manufacturer narrative:
A siemens application specialist went on site and performed a precision study on advia centaur xp troponin ultra. A total of approximately 200 replicates of patient pools, multi-diluent 11 and a low control were tested. The was one result that was slightly elevated but clinically the same as the other replicates. Subsequent replicates were acceptable. The results indicate that the imprecision of the results is specific to the samples. The instrument is performing within specification. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling of the patient is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 14 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."